Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to emi noise, and high pacing impedance measurements greater than 2,000 ohms. A new lead different model was successfully implanted. No adverse patient effects were reported. This product has not been returned for analysis. This report will be updated with pertinent information when product is received and analysis is completed.